Manufacturer narrative:
During preventative maintenance, photos of the tubing were sent to cardioquip epidemiology by a technician. Cardioquip epidemiology suspected bacterial contamination and recommended that the device be sent in for an internal water pathway replacement. The customer was notified of the discoloration, recommended repair, and was provided a quote by cardioquip service on (B)(6) 2022 of the date of this report.

Event description:
Cardioquip suspected bacterial contamination and recommended an internal water pathway replacement.